Manufacturer narrative:
A visual examination of the returned advantage fit system device revealed no damage to the mesh. There is a hole in one of the blue dilators. Also, there was blood residue on the mesh and visual analysis revealed no damage to the delivery device. Hence, the condition of the returned device does not confirm that the mesh was damaged. In addition, since the event occurred outside the patient and during preparation, the assigned root cause for this event is handling damage. A DHR review was not performed because there is no indication that a manufacturing issue caused this event.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a sling operation with posterior vaginal repair procedure performed on (B)(6) 2015. According to the complainant, during preparation, the physician tore a hole on the actual sling while loading the device to the trocar. The procedure was completed using another advantage fit system. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a sling operation with posterior vaginal repair procedure performed on (B)(6) 2015. According to the complainant, during preparation, the physician tore a hole on the actual sling while loading the device to the trocar. The procedure was completed using another advantage fit system. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.